Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that for about a week they have not been feeling the stimulation. Caller stated that they set the intensity on their controller to 3.5 and it doesn't go to the other screen like it's supposed to; patient added that the screen the controller does not switch to is the home-screen with their programs. Patient mentioned that they are on group a and program 1 but are not sure if their stimulation is on because they do not feel it. Patient noted that they are programmed to always feel their stimulation but are currently not feeling it. Agent walked caller through checking their stimulation status and caller confirmed that the green light was on the group a and stimulation was on. Caller then stated that the intensity dropped to 0 on its own after they checked if their stimulation was on. Agent reviewed with caller how to increase the intensity to where they can feel the stimulation again. Caller was able to increase to 7.0 and confirmed that they could feel stimulation. The troubleshooting steps that were taken on the call resolved the issue.